Manufacturer narrative:
A getinge service territory manager (stm) was later dispatched to evaluate the iabp. The stm was able to reproduce the reported issue. To resolve the issue the stm replaced the drive manifold due to a stuck solenoid k6. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "low vacuum" and then shutdown. Customer states that this occurred multiple times over a twelve (12) hour period. Subsequently, the iabp was replaced to continue therapy and was taken to the biomed. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "low vacuum" and then shutdown. Customer states that this occurred multiple times over a twelve (12) hour period. Subsequently, the iabp was replaced to continue therapy and was taken to the biomed. No patient harm or adverse event was reported.